Event description:
Please refer to medwatch MFR report# 2954917-2012-00017. This report is for the second device involved in the case. Pt was a (B)(6) female with basilar artery and right p1 occlusion. One pass with merci retriever v 2.0 soft and two passes with v 2.0 firm retriever were made, resulting in a thrombolysis in cerebral infarction (tici) score of 0. During procedure, 27 mg of tissue plasminogen activator (t-pa) was administered to the pt. Also during procedure, a hemorrhage at the basilar artery was noticed. A perioperative intubation was performed and embolization coil was used to block the basilar artery. The pt expired the following day. Physician believes that the merci retriever caused the hemorrhage. Physician also stated that it is unk whether the hemorrhage attributed to the pt's outcome or not since the pt had a national institutes of health stroke scale (nihss) score of 38.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.